Event description:
The "rapid gas loss" alarm sounded from the pump. The alarms continued so the pump was changed. Later, the alarms stopped and iabp continued. The iab was not returned to co for eval. The iab was discarded by the facility. Multiple event to initial customer complaint number 97-00278. Event complications: unknown-reported 3/12/97. Pt's current status: unk-rpt'd 3/12/97.